Event description:
During troubleshooting for a check lines and bags alarm the care giver (cg) stated she started over with a new cassette but the same bags. The technical service representative (tsr) explained that the cg will need to start over with new supplies because they are now compromised. The cg stated they would start over with all new supplies. There was patient involvement. No patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The cg stated that the home patient (hp) was able to resume therapy after starting over with new supplies. The cg stated that they were not sure that the bags could cause the alarm so they just changed out the cassette. The cg did clamp off the bags when changing out the cassette and therefore, did not think it could cause any hard to the hp. The cg would follow up with the registered nurse (rn) regarding proper therapy protocol. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.